Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "the cutting element didn`t move on from the device"? Was the device not able to deliver a cut line? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the cutting element didn`t move on from the device. Delay about 20 minutes. To information about patient harm.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. What were the indications for surgery? Right-sided colon cancer. 2. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. A specialist in oncological surgery with 20 years of experience in colorectal surgery. 3. Where in the green gap setting scale was the indicator located prior to firing? The indicator was located in 3/4 of the green gap scale. 4. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he waited 15 seconds. 5. Was the device difficult to close? No, closing was fine. 6. Was the device difficult to fire? It was not possible to close the device. The trigger did not give in to pressure and springed. 7. Did the healthcare professional receive audible & tactile feedback when firing the device? There was no audible and tactile feedback during device firing? 8. Were the donuts inspected? If so, please describe. The donuts were not made. The device did not cut the tissue. 9. Was a complete washer transection confirmed? There was no washer, the device was utilized. 10. Were there any staple formation issues identified? There was no problem with forming staples. 11. Were there any patient consequences? The incident prolonged the surgical procedure, forced the operator to change the way of the anastomosis and use a different device (another manufacturer). No other problems were noted.